Event description:
While using a pencil bovie during a breast reconstruction revision surgery, the pencil tip arced and left burning on the upper mid skin of the left breast approximately 1.5cm. The sparking was immediately noticeable by the surgeon & periop team and procedure was halted. The sheath of the pencil tip is burned through. New pencil tip and bovie and esu (electrosurgical unit) were obtained to continue surgery. Surgeon is planning to remove the burned portion of skin. Device being used at the time of the event was a megadyne bovie pencil that came inside the patewood major breast surgery "pack". Confirmed with the surgeon: prep done as per policy at start of case. No irrigation or other substance in use at time of electrical "arc" that could contribute to the "event": using saline for irrigation in a small area on the breast. Silicone implant and residual silicone had been removed by surgeon and irrigation had taken place prior to the "arc". Physician reports using both longer and short version of insulated bovie tips during surgery case confirmed with the surgical technician the following: she does not use a hemostat or other instrument to remove bovie tip from pen: uses a 4x4 sponge if needed for traction to remove/replace bovie tips in the pen. Confirmed with team: all megadyne bovie pencils used come in the surgical pack and are not pulled from surgery supplies. Megadyne bovie pencil tips are utilized. Confirmed with clinical engineering: the esu is a "loaner" and not in inventory for (B)(6) health clinical engineering to perform preventative maintenance. Last pm 6/22? See photos, may be as long as 6/20. Clinical engineering performed preventative maintenance on the esu involved in this surgery and noted the unit passed inspection. Engineering notified the vendor of the "loaner" at the facility and requested that the unit be retrieved by the vendor. Confirmed in the emr: pre-surgery fire safety and surgery safety checklist were performed/documented in emr by team st confirmed verbally this practice was followed for this surgical case.